Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer. The device returned without the burr loaded on it; therefore, no sign of jamming could be found. A visual inspection revealed that the body of the guidewire was kinked or bent. A microscopic inspection revealed that the spring tip was bent. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck on wire. The 15 mm long and 90% stenosed target lesion was located in the 3.00 mm moderately tortuous and severely calcified right coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the device tightened up and kinked, the burr became stuck on the guidewire and could not be withdrawn. The procedure was completed with another of the same device and the patient was stable post-procedure.

Event description:
It was reported that the burr was stuck on wire. The 15 mm long and 90% stenosed target lesion was located in the 3.00 mm moderately tortuous and severely calcified right coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the device tightened up and kinked. Also, the burr was stuck on wire and could not be withdrawn. The procedure was completed with another of the same device and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).